Event description:
It was reported that a vns patient implanted in 2003 underwent a full explant surgery the same year, due to infection. It was reported that no replacement was performed until 2013 (10 years later), because it was felt that the patient would not tolerate it again. A new vns implant surgery was performed in 2013. A review of device history records showed that both the generator and lead were sterilized prior to distribution. The explanted devices were not returned to the manufacturer. No additional information was provided to date.